Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the battery compartment had water in it resulting from the patient wearing the pump during swimming after a new battery cap had been placed on the pump. The reporter stated that new battery cap was tightened down; however, the yellow o-ring was still visible. The reporter denied visible cracks in the pump case. There was no reported adverse event associated with this complaint. This complaint is being reported because the moisture ingress into the battery compartment issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: on examination, there was visible evidence of a battery compartment leak; corrosion was present in battery compartment. Observed rust on the battery cap spring. Multiple cracks were observed at the opening of the battery chamber; one extended down to the primary seal. A leak test was performed and a battery compartment leak was found. The returned battery cap was able to fully tighten until o-ring was seated and the cap was flush with the pump case. During testing, there was no issue with loss of power. The pump was opened for further investigation for moisture damage revealing evidence of moisture ingress inside the pump.